Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. The customer's blood glucose level was reported to be 458 mg/dl. It was reported that the customer had been hospitalized for the highs. It was reported that troubleshoot was conducted. It was reported that he pump alarmed for no delivery. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery or motor error alarms were noted. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.